Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic bilateral salpingo-oophorectomy procedure, at the beginning of the procedure, while performing dissection, the monopolar curved shears(mcs) was not supplying energy and the surgeon asked bedside staff to check that the cable was well attached. Bedside staff pushed on the cable while the instrument was attached to the arm cart assembly(aca), and a high priority alarm for an instrument error occurred with loss of teleoperation and bedside control, with the instrument state remaining dark blue. The instrument was removed as a ¿broken instrument,¿ inspected, and reinserted to complete the case. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic bilateral salpingo-oophorectomy procedure, at the beginning of the procedure, whi le performing dissection, the monopolar curved shears (mcs) was not supplying energy and the surgeon asked bedside staff to check that the cable was well attached. Bedside staff pushed on the cable while the instrument was attached to the arm cart assembly (aca), and a high-priority alarm for an instrument error occurred with loss of teleoperation and bedside control, with the instrument state remaining dark blue. The instrument was removed as a ¿broken instrument,¿ inspected, and reinserted to complete the case. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated that the monopolar curved shears was connected to a sterile interface module (sim) that was attached to the arm cart assembly when it threw an instrument over-torque error, indicating that one of the instrument drive unit (idu) motors had a torque output over the maximum. An error code for 'linked to shears excessive torque' was triggered. The error also indicates that the system detected no instrument as attached, so it was unable to move the insertion direction of the z-slide, triggering an error code for 'no instrument attached - motion limits'. The logs indicated that the port latch was opened while the instrument was inserted, which triggered an error code for 'arm undocked. Check port latch - arm cart port latch open while instrument is inserted'. The manual mode on the z-slide was requested without the instrument attached and either the port latch was open or the port was not detected, which triggered an error code for 'arm insertion disabled. Port latch open not detected'. The error codes report error messages stating, "danger: instrument error. Withdraw, detach and reattach instrument. If error reoccurs, replace instrument.", "insertion disabled. If docked, attach supported instrument. If draping/un-docked, open port latch to move instrument drive unit.", "danger: arm undocked. Check port latch. Touch dismiss to resume use." And "caution: insertion disabled. Dock arm to enable insertion.". Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the port latch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.